Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced amnesia ("memory loss"), feeling abnormal ("brain fog"), headache ("headaches") and dizziness ("dizziness"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the medical device removal, amnesia, feeling abnormal, headache and dizziness outcome was unknown. The reporter considered amnesia, dizziness, feeling abnormal, headache and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: 'tubes and coils removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: fu 2 and 3 processed together.quality-safety evaluation of ptc on 23-mar-2020: fu 2 and 3 processed together. Social media received: new events were added: memory loss, brain fog, headaches, dizziness, and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coils removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: 'tubes and coils removed' . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.